Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Per additional information received, the patient has experienced confirmed (B)(6) infection (date of initial infection not known), liver abnormalities on ultrasound/elevated liver function test, h pylori treated with medications, bladder pain, pelvic pain which decreases after voiding, urgency, frequency, nocturia, strain with the need for pressure to void, weak prolonged stream, incomplete emptying (retention), feeling of something protruding from vagina (foreign body sensation), loss of control of gas and formed stools, constipation, bladder infections, vaginal dryness during intercourse, atrophic external genitalia sling/mesh exposure, mesh excision, vaginal discharge and odor, infection, bleeding, use of vaginal estrogen, depression, anxiety, gout, abdominal pain, defect, rectocele (prolapse), cholelithiasis, echogenic foci, hemorrhage, inflammation, fibrous adhesions and osteoarthritis. Per additional information received, the patient required non-surgical and additional surgical interventions.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. Medical history: 1. Erosion of vaginal mesh. 2. Erosion of vaginal sling. 3. Pelvic pain.